Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. A device history record review was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that syringe 10ml saline fill china sp plunger movement was difficult. The following information was provided by the initial reporter: on (B)(6) 2020, the patient came to their hospital for treatment and was admitted to the oncology department. When he was admitted to the hospital for infusion according to the doctor's instructions, he used a 10ml flush to pulse flush the pipeline. When pushed to the remaining 2ml, the stopper could not move, when separating infusion joints and pushed again, it still cannot be pushed. Replace the flush again, push it successfully, explain to the patient, and obtain understanding, without adverse consequences.